Event description:
The ve lvad was implanted in 2000, at a hosp; however, the pt is now under the care of another hosp. The pt was admitted to the ICU because of a suspected inflow valve problem (pump flows 6.5 to 7.0lpm, 120bpm). A swan-ganz catheter showed only 3lpm flow. The staff is determining a fixed rate set point which will be physiologic for this pt.